Event description:
On (B)(6) 2013 it was reported that the physician¿s handheld was having difficulty charging, that the cord must be placed in a very specific position otherwise it will lose connection and not charge. The regional manager visited the site to do troubleshooting and confirmed that it is hard to find the right position and even then the connection is sometimes lost. It was reported that the handheld would be returned for product analysis but it has not been received to date.

Event description:
On (B)(6) 2013 it was reported that they were not aware of any mishandling that might have contributed to the event. Review of manufacturing records no nonconformances were observed with the handheld. It was reported that the handheld, flashcard, and cables would be returned to the manufacturer for product analysis but they have not been received to date.

Event description:
The programming system was returned on (B)(4) 2013. Analysis was performed on the returned handheld. No anomalies associated with the ac adapter were identified during the analysis. During the analysis it was identified that some of the solder connections between the sync cable connector leads and the pcb were cracked. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. No other information was provided. An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.